Event description:
It was reported that a pt's implanted device was flipping inside the pocket. The device was located in the abdomen. The pt underwent a replacement/revision surgery. The pt recovered from the surgery without sequela. Additional information will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.